Manufacturer narrative:
The customer reported that the tubing is loose on the pigtail. One sample of item mpx5300-c was received for quality investigation. Evaluation of the sample submitted shows that the tubing separated from the tubing inlet port of the y-site. Further examination, under magnification, indicates an insufficient amount of bonding solvent on the surfaces of the tubing and inlet of the y-site body. The customer complaint of loose component was verified by visual inspection. The manufacturing location was notified of the reported issue. An investigation at the manufacturing facility indicates that the root cause for the failure is due to problems with the mdgn solvent dispensers and/or incorrect use of the solvent dispensers by the assembler. The mdgn solvent dispensers will be replaced and a quality alert was created and communicated to the involved personnel, to reinforce the correct solvent application, along with reporting any issue with the solvent dispenser. A device history record review for model mpx5300-c lot number 23029208 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information: material #: mpx5300-c . Batch #: 23029208. It was reported by customer that the tubing is loose on the pigtail. Came off on a patient when flushing the line. Several of them were loose, so ER is tugging on each one to make sure before using on a patient. Verbatim: the tubing is loose on the pigtail. Came off on a patient when flushing the line. Several of them were loose, so ER is tugging on each one to make sure before using on a patient. Response received 27 jun 2023: I am writing to report three instances of incidents related to IV flushes. Two of these incidents occurred when a nurse was flushing a patient IV, and the third incident took place in radiology where the IV was flushed, but a leakage was noticed by the radiology technician. Fortunately, these incidents did not have any negative impact on the patient's outcome, and the only requirement was the replacement of the IV extension. A patient safety report has been submitted to address the possibility of IV-related injuries. The delay in patient care was minimal, and staff members have been informed to carefully check IV extensions to ensure they are not defective.

Event description:
It was reported while using bd maxplus pressure rated extension set there was a loose connection and leakage occured. There was no report of patient impact. The following information was provided by the initial reporter: the tubing is loose on the pigtail. Came off on a patient when flushing the line. Several of them were loose, so ER is tugging on each one to make sure before using on a patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.